Event description:
The customer reported the ventilator's low o2 supply alarm was sounding while it was in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician was able to duplicate the reported event. The service technician reported when the o2 supply is connected and o2 > 21% applied during testing, the ventilator o2 supply display reads off in the hardware screen. The service technician reported the ventilator failed testing of the oxygen supply pressure switch. If the oxygen supply pressure switch opens during normal ventilation at o2 > 21%, a low o2 supply alarm results. The service technician replaced the oxygen regulator to correct the reported event. Extended self testing and performance verification testing was completed, and all tests passed to operating specifications. The ventilator will alarm due to a loss of oxygen supply and will continue to provide ventilatory support to the patient, however the loss of the oxygen source can be detrimental to a patient.